Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6) 2022. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? Additional information an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
See attached mw #0900040000-2022-8001